Manufacturer narrative:
Product analysis: visually confirmed approximately ~3mm of the instrument tip has been broken off, consistent with interface during usage. Dimensional inspection of the inner shaft diameter confirmed conformance to print specification. Optical examination of the fracture surface reveals a fairly flat fracture surface and circular material movement, consistent with torsional overload, consistent with torsional overload condition. The above findings are consistent with torsional overload. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product was not returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the r eported event. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient with an unspecified disease, underwent posterior fusion at l4-l5. During surgery, after the surgeon performed the final tightening to the last one, the tip of the driver broke. The surgeon commented that it was because he tightened the screws too much. The product came in the contact with the patient. No fragments of the broken product remained inside the patient. No patient complications were reported.